Event description:
On (B)(6) 2008, the patient underwent emergent endovascular repair of a ruptured pseudoaneurysm developed distally at the anastomotic site of a vascular graft placed in the descending thoracic aorta (on unknown date). The distal neck diameter was measured 25-26mm. On (B)(6) 2008, angiogram showed a bleeding around the site of tg3115 distal end. A gastrointestinal bleeding was suspected. On (B)(6) 2008, coil embolization was performed to the bleeding vessel of the alimentary canal. On (B)(6) 2008, the patient was transferred to another hospital to receive a gore tag thoracic endoprosthesis implantation to repair the bleeding. On (B)(6) 2008, the patient expired due to a persistent gastrointestinal bleeding which led to the failure of multiple organs. The physician noted that gastrointestinal bleeding was caused by an aorto-enteric fistula.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 67 - the root cause of the aorto-enteric fistula is unknown.